Event description:
It was reported that a patient was removed from a ventilator due to an intermittent touchscreen. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all calibrations (including touchscreen calibration), extended self-test, and short self-test.